Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2014 with the following findings: a review of the pump¿s black box history showed that power reboots were recorded. The battery compartment and battery cap were intact; no damage was observed. The battery cap was able to be fully secured to the pump and was able to maintain an electrical connection. The battery cap contact height and width measurements were found to be within the required specifications. No power interruptions occurred during the investigation. The pump case was removed and no intermittent condition was found to the power circuit. The complaint that the pump was losing power intermittently was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.